Event description:
The fixator was applied to treat a fracture of the distal radius. When the pt returned to the md's office for a follow-up visit it was noted the fixator was loose. A second surgery was performed to reduce the fracture.